Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2017-01118. It was reported the patient's occipital (off-label) placement leads were replaced due to the patient not receiving effective stimulation therapy. The physician stated one of the leads migrated and the other was fractured. Follow up identified a company representative met with the patient and confirmed effective stimulation therapy was restored for the patient.